Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and hcp via a manufacturer representative on 2019-jun-12. The manufacturer rep resentative confirmed that the initial reporter was the health care provider (hcp). The cause of the lead migration was not determined. The health care provider (hcp) chose to replace the whole system (lead and battery). No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 15-jan-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the caller believed the lead migrated down. A revision was scheduled for (B)(6) 2019. No further complications were reported.